Event description:
It was reported a crew was dispatched to what ended up being a cardiac arrest. The paramedic aboard the crew opted to utilize io cannulation as first access, and while performing the initial (tibial site) skin puncture, noted that the needle (with trochar still attached) bent with very little pressure, rendering it useless. The only major issue was a few minute delay in obtaining venous access (it was obtained shortly after the failure). As for negative outcomes, the subject was ultimately deceased. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The customer reported the patient passed away but did not provide the patient's date of death. The date in this report is the date bd became aware of the patient's death. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.